Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead exhibited increased right ventricular (rv) threshold and impedance measurements. As a result, the patient was hospitalized and a revision procedure was performed. The rv lead was surgically abandoned, and new lead was implanted. The cause of the abnormal electrical measurements was not confirmed. No additional adverse patient effects were reported.